Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient used a pen injection.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent or kinked; however, the soft cannula was observed to be torn on both the left and right sides. The pod data indicated no struggle to deliver insulin, but the tears prevented fluid from flowing through the complete fluid path. A crack was observed in the top housing of the pod. It could not be determined when or how the crack occurred. Investigation of the pod and the download data from the pod indicate that the crack did not affect the functionality of the pod.